Event description:
During an incident involving a pt who had been down and deceased for over an hour, this defibrillator kept prompting to "attach electrodes". The customer wanted this unit checked out.